Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient's parent stated they inserted a new sensor (B)(6) 2024 at night, then it worked fine. On 01/29/2024 at approximately 8:00am, they received blood droplets symbol on the tandem pump display device (the only display device in use). The pump "went out" (no other details about the problem with the pump), so they decided to change the pump infusion set. When the pump turned on, they received a symbol showing big red circle with an x in the middle (indicating sensor failure). During that time, the patient was not feeling well and felt dizzy, so parent called an ambulance. When paramedics came, they did a fingerstick and the bg was too high to register. The patient was brought to the hospital. While in the ambulance, patient fainted. Paramedics did not provide any medication to the patient and just monitored her vitals. When they got to the emergency room (ER) the patient was diagnosed with diabetic detoacidosis (dka) and doctors treated the patient with insulin and unremembered medications. At the time of the report, they were still in the hospital and the patient was not feeling and exhausted and the glucose was 162 mg/dl. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.